Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted quickly. Customer reported the issue may be related to the power charger; however, this was not confirmed. Customer's blood glucose was within range (value not provided).